Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide a correction to the initial with information inadvertently left out (b5) and to provide an update to fields (d9 and h3). The device was evaluated by olympus, and it was confirmed that the rubber at the tip was torn. Additionally, there were non-reportable (non-pae) defects noted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause of the phenomenon "customer insert the cystoscope into the patient's urethra for the first time during the first use and see that the cystoscope tip is peeling, they take it out of the patient and it has indeed peeled. They stop using it." Could not be identified with the information received. Olympus will continue to monitor field performance for this device.

Event description:
The subject device had been previously washed, tested for leaks, fitted with a sealing cap and sterilized in plasma, as with the other 8 devices that have been provided this month, and nothing has happened to any of them.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the cystonephrofiberscope was inserted the into the patient's urethra for the first time during its first use and it was observed that the cystoscope tip was peeling, it was removed from the patient, it was found peeled and the usage of the device was stopped. The issue occurred at the beginning of a diagnostic cytoscopy procedure, there was no delay, the patient was not under anesthesia and the procedure was completed using a similar device. There were no reports of patient harm.